Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was inserted, but later could not be pulled when the lead was at around the superior vena cava (svc). The physician commented it felt like the lead was being stuck. When the lead was checked under fluoroscopy, it appeared the helix was not fully retracted but slightly extended. Afterwards, sheath was pealed out, from which the lead was again pulled carefully, however, it did not move. The lead was checked again under fluoroscopy the helix was found to be completely extended this time. Retraction of the helix was attempted using a pinch-on tool but it could not be fully retracted. The lead was again pulled, and then removed from the patient's body but with some tissue being stuck on the helix. Afterwards, examination using contrast media confirmed there was no perforation. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix bent and stretched with tissue on it. Therefore, helix functions cannot be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.